Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris pump module was alarming for "air-in-line" and not infusing although there was no air in the line. The customer reported testing seven lines and noted all the same alarm issue. There was patient involvement but no harm. The customer provided the following additional information: the medication/fluid was iron sucrose & normal saline with an infusion rate of 75ml/hr. The iron sucrose had a volume to be infused (vtbi) of 250ml, and the saline had a vtbi of 50ml.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had air in line alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris pump module was alarming for "air-in-line" and not infusing although there was no air in the line. The customer reported testing seven lines and noted all the same alarm issue. There was patient involvement but no harm. The customer provided the following additional information: the medication/fluid was iron sucrose & normal saline with an infusion rate of 75ml/hr. The iron sucrose had a volume to be infused (vtbi) of 250ml, and the saline had a vtbi of 50ml.